Event description:
It was reported the device double beeped with cassette during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that tamper seals and physical condition were intact upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was not duplicated during the investigation. Root cause of the reported event is unknown. Recommended that the downstream sensor be replaced as preventive action. The returned product is beyond 19 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown